Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2015 to connect to the customer site instrument in question, to view the test well images, and determined that the unexpected negative well reaction outcome generated by the galileo echo appeared visually positive.